Event description:
Initial reported information: the distal tip fell off the end of the catheter while loading the catheter onto the guide wire prior to patient contact. Follow-up information obtained from operator of the device: angiosculpt was loaded on the guide wire. There was a lot of resistance during advancement on the guide wire, so they took the angiosculpt off the guide wire and wiped it down with saline to remove any possible dried contrast. They loaded the angiosculpt back on the guidewire. They felt resistance, again, during advancement on the guide wire and this time the angiosculpt got stuck on the guide wire. Thus, they removed the angiosculpt off the guide wire and the tip broke on the guide wire during removal. They used another angiosculpt ex 3.5 x 10 mm over the same guide wire and it loaded just fine.

Manufacturer narrative:
Evaluation summary: laboratory evaluation of the returned angiosculpt catheter was performed. The catheter was returned with the distal tip separated at the distal bond at the distal edge of the scoring element. There was evidence of stretching at the proximal end of the distal tip. The balloon material appeared accordion at the distal balloon taper. It is probable that the issue may have occurred during/after stylet removal. The damaged/stretched inner member may have contributed to the inability for the stylets to advance beyond this region. The failure occurred prior to patient contact.